Event description:
It was reported that during an embolization treatment procedure a coil migrated and during withdrawal stretched in the artery. The anatomical location for treatment is unknown. The coil was deployed without problem, but a part of it migrated into another artery. The physician decided to remove the coil with a lasso but during withdrawal one part got caught in another coil, as a result the coil stretched in the artery. The physician decided to leave the coil inside the patient and no further intervention was required. The procedure was completed with this device and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer. Product analysis was not possible as the device was not returned from the user facility. The reason for not returned is the device was implanted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).